Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid via an implantable pump for spinal pain. It was reported on 2018-aug-29 that the doctor switched the drug (dilaudid) to fentanyl in (B)(6) 2018 and "almost put him into withdrawals." The patient was puking, and experienced diarrhea, a fever, sweating. It was stated the doctor "had him in withdrawals when she switched medication on him" and they sent the patient home with an empty pump. The patient was rushed into see the doctor and they put more medicine in but the patient said "this isn't working something is wrong" so now they had the patient back on dilaudid. It was related that the only thing that had ever helped the patient's pain was oral hydrocodone. No further complications were reported or anticipated.